Manufacturer narrative:
Based on the investigation findings the complaint is confirmed. The root cause is retraction force exceeded attachment monofilament maximum tensile specification. Reference mvi: (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The investigation is currently in-progress. Following the analysis of the device in complaint, we will report our findings in a supplemental report. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, following successful detachment of the coil, the delivery pusher broke. The entire pusher was confirmed to be removed. No intervention was reported. No patient harm or injury was reported.